Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the subject device was not returned to omsc, the exact cause was unknown. Approximately 7 years and 1 month have passed since the device was manufactured. Omsc surmised that the reported phenomenon occurred since the circuit board of the subject device was broken due to aging degradation.

Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon was duplicated and the circuit board of the subject device was broken. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, the subject device could not be turned the power on. The event date was unknown. Other detailed information was not provided. There was no report of patient injury associated with the event. This device is an olympus asset.